Event description:
It was reported that a peritoneal dialysis (pd) patient was being placed in an ambulance when the driver arrived to delivery supplies. Follow-up with the patient confirmed he contacted emergency medical services (ems) on 2/jul/2024 due to extreme abdominal pain (treatment completed several hours prior). Once hospitalized, the patient was diagnosed with peritonitis and was treated with two intraperitoneal (ip) antibiotics (drugs, frequencies, durations not provided). The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized and was discharged home on (B)(6) 2024 in stable condition. Per the patient, the cause of the peritonitis is unknown; however, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiencies and/or malfunctions. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.